Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt is experiencing a return of symptoms. Pt called in using a spanish interpreter service. Pt stated they were not sure when their symptoms returned but they mentioned they are saying they are going pee all the time. Pt stated their device is indicated for urine incontinence and they are not sure if they are using it right. Reviewed therapy expectations and external device usage. Pt increased stimulation but felt shocking in their bladder. Pt decreased stimulation and confirmed a comfortable fluttering in their pelvic floor. Pt stated they will be out of the country for several months and does not want to have issues while traveling. Pt's daughter was emailed the 3037 icon quick guide in spanish for pt to reference as they travel. The patient called back with a spanish interpreter. The day before yesterday the doctor changed him to program 4. First the patient was on program 2. He said it changed to program 1 by it's self. Patient feels like he has to go to the bathroom all the time. If he makes a fast move he feels like he has to go to the bathroom. Patient is going to be going on a trip to central america and he doesn't want to have to go to the bathroom all the time. Checked patient's setting and he was on program 1 at 1.9 volts and stimulation was on. Patient wanted to switch to program 2 and it was at 2.3 v and his left leg felt strange. Decreased to 2.1 volts and it felt better. Patient said some times he feels like he has to go number 2 but then he pee's. Patient services told him he would have to talk to the doctor about programming. Went over turning therapy on and off. Went over airport guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the change to program 1 by itself was not determined. The hcp stated the most likely cause was patient confusion. Unknown if issue had resolved. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.